Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware failed and the user was unable to recover the failed storage space. Additionally, no prompt was displayed on the monitor indicated that storage space recovery was required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware failed. A field service engineer found drawer failure icon appeared, but no options were listed under recover storage space. A grayed-out medication entry was identified, which turned out to be a software-related ghost error on the main screen. The issue was resolved by manually releasing the level to trigger the recovery function. The system functioned as intended after the field service engineer repaired the device.